Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The patient¿s husband stated the patient was sweating and she did not feel and felt that her sugar was low, so he called 911 at 6:00am. At the time, he stated there were no readings showing on the continuous glucose monitor (cgm) because there was signal loss. When the paramedics arrived, they stated the cgm was showing low and treated the patient with glycogen. The patient¿s husband stated he had to call for the paramedics at 9:00am also for the same issue and the patient had the same treatment by the paramedics. At the time of contact, the patient was still not feeling well. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.